Manufacturer narrative:
Findings: pump received with no button response due to flattened act and escape button dome switch. No unlocked lcd keypad connector. Unable to perform the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to button not responding noted. Received with pump cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed button error. The patient's blood glucose level was 22 mg/dl at the time of the incident. The customer stated that they were not fully conscious and had to crawl on the floor to dial 911. The paramedics treated the patient with insulin drip. The customer was not hospitalized for the event. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.

Manufacturer narrative:
The pump passed the delivery accuracy test. The lcd connector was inspected and no anomaly was noted.